Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool stop working. The pre-cautery test was no performed. They heard the beep only when the device was working. It was not a poly fuse issue. The extension cord, adaptor and power supply were swapped. The state of the jaws were intact. There was no issue with the power supply. Power setting at 3. A new one was used without further incident. No patient harm or adverse event was reported. There was no delay.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise (B)(4) updated section corrected section: the device was returned to the factory for evaluation on 04/23/2025. An investigation was conducted on 04/23/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact harvesting device jaws. The heater wire was observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device did transect tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to cut" was not confirmed. A lot history record review was completed for lots 3000466961, 3000467426, and 3000463124 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a